Event description:
Received a telephone call from a dealer alleging an end user was driving his scooter in the street when he was hit by a vehicle. The end user passed away the next day from internal injuries.

Manufacturer narrative:
H6: no evaluation necessary, not a product problem. Event caused by a vehicle. Event not related to product. This is clearly a tragic hit and run accident. Pride is reporting based on the seriousness of the event.